Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008 and during the procedure a 2.75 x 23 mm xience v stent was deployed in the proximal circumflex (cx) lesion. The lesion was pre-dilated prior to stenting. There were no pt effects or product issues noted at the time of the procedure. However, in 2009, the pt returned with orthopnea (shortness of breath). The catheterization a week later, revealed in-stent restenosis (isr) of the stent previously deployed in the proximal circumflex lesion. The isr was treated with an additional stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the pt effect restenosis, as listed in the IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although, dyspnea and hospitalization are not specifically addressed in the IFU, they are listed in the no-fault risk assessment in addition to restenosis, as potential post-procedure complications associated with coronary stenting procedures. There does not appear to be any indication of a product quality deficiency, a definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.